Manufacturer narrative:
The reported events were crosstalk, undersensing, and failure to extend the helix. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of crosstalk and undersensing were not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. The reported event of failure to extend the helix was confirmed. Visual inspection of the lead revealed the helix retracted and clogged with blood and tissue. An x-ray inspection revealed the inner coil over-torqued at the connector region, consistent with procedural damage. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. Furthermore, the full helix extension length was measured within product specification. The cause of the reported event of helix would not extend was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device upgrade procedure, oversensing due to crosstalk and low sensing resulting in undersensing was noted on the right atrial lead. The physician attempted to reposition the ra lead, however, the lead helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.